Event description:
It was reported that post procedure with the flow diverter implantation procedure on (B)(6) 2023. Patient complains of pain and weakness in right buttock. Upon evaluation, patient is stable, but with tenderness in the affected areas. There were no signs of ischemia to the limb. The suspected diagnosis is sciatic nerve pain, although some symptoms do not fit that diagnosis. Pain was treated with unknown medications and MRI (magnetic resonance imaging) was scheduled. Symptoms improved prior to mir and patient was then discharged home the same day. It is indicated that the adverse event is possibly related to the study device, dapt (dual antiplatelet therapy) and an underlying condition or disease. Additional comment provide indicates, "reportedly evaluated for atypical right leg and buttock pain and weakness following prior treatment of left ica aneurysm. No brain imaging to evaluate for cerebral ischemia as possible cause. Reportedly resolved without treatment".

Manufacturer narrative:
H3 other text : the subject device is implanted inside the patient's vasculature.

Event description:
It was reported that post procedure with the flow diverter implantation procedure on (B)(6) 2023 patient complains of pain and weakness in right buttock. Upon evaluation, patient is stable, but with tenderness in the affected areas. There were no signs of ischemia to the limb. The suspected diagnosis is sciatic nerve pain, although some symptoms do not fit that diagnosis. Pain was treated with unknown medications and MRI (magnetic resonance imaging) was scheduled. Symptoms improved prior to mir and patient was then discharged home the same day. It is indicated that the adverse event is possibly related to the study device, dapt (dual antiplatelet therapy) and an underlying condition or disease. Additional comment provide indicates, "reportedly evaluated for atypical right leg and buttock pain and weakness following prior treatment of left ica aneurysm. No brain imaging to evaluate for cerebral ischemia as possible cause. Reportedly resolved without treatment".

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the anatomical location was target aneurysm located at left internal carotid artery-ophthalmic (c6 segment). An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ and ¿patient discomfort/pain¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
Due to the automated mes system (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the anatomical location was target aneurysm located at left internal carotid artery-ophthalmic (c6 segment). The patient has a history of severe headache/migraine. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿, ¿patient discomfort/pain¿ and 'patient headache non-serious' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that post procedure with the flow diverter implantation procedure on (B)(6) 2023 patient complains of pain and weakness in right buttock. Upon evaluation, patient is stable, but with tenderness in the affected areas. There were no signs of ischemia to the limb. The suspected diagnosis is sciatic nerve pain, although some symptoms do not fit that diagnosis. Pain was treated with unknown medications and MRI (magnetic resonance imaging) was scheduled. Symptoms improved prior to mir and patient was then discharged home the same day. It is indicated that the adverse event is possibly related to the study device, dapt (dual antiplatelet therapy) and an underlying condition or disease. Additional comment provide indicates, "reportedly evaluated for atypical right leg and buttock pain and weakness following prior treatment of left ica aneurysm. No brain imaging to evaluate for cerebral ischemia as possible cause. Reportedly resolved without treatment". Additional information received on 19-jan-2024 reported that on (B)(6) 2023 patient presented with 4 day history of non-serious migraine headache/acute noninteractable headache. Hypertensive on arrival. Cta (computed tomography angiography) was performed. Cta head and neck demonstrates flow diverting stent with no intracranial or extracranial process. After ruling out hemorrhage, stroke and worsening aneurysm, etiology of headache/acute noninteractable headache is thought to be secondary to uncontrolled hypertension. Migraine treated with medication and patient was discharged the same day with significant improvement of symptoms. The ae outcome was indicated as recovered/resolved on (B)(6) 2023. It is indicated that the ae is possibly related to the study device, the disease under study and an underlying condition or disease.